Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the recirculation pump on the fresenius granuflo mixer was not working during dissolution (transfer) mode and there was an observed burning smell. The biomed found one of the unions that connects and transfers the acid from the mixing tank to the holding tank was cracked, causing the acid to leak and the machine had been running dry for an unknown amount of time. The plastic propellers were reportedly melted, and the motor and pump head were burned. There was no patient involvement or impact to any patients. The biomed replaced the motor, pump, and propellers. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The facility staff was re-educated regarding mixing operations. The customer stated that the motor and pump are available to be returned to the manufacturer for physical evaluation; however, no parts have been received at this time.

Manufacturer narrative:
Plant investigation: although it was originally stated that the motor and pump were available to be returned to the manufacturer, no parts have been received by the manufacturer for evaluation to date. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.